Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and confirmed that the touch panel was unresponsive due to an issue with the control configuration. The technician configured the control system, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel connected to their hv1000 integration system was unresponsive. No report of injury.